Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Surgical intervention was performed and device migration was noted. The device was repositioned in the pocket and properly secured. The device remains in service. No adverse patient effects reported.